Event description:
It was reported the representative checked the stimulator and reprogrammed it and stated it was good.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins). The reason for call was patient mentioned that sometimes they would get a tingling on the outside of their body by their implant and then that area would get warm. Patient said this started earlier this year. Patient said most of the time they couldn't feel stim, but knew stim was working. Patient also mentioned they had not had a rep in a while. Agent redirected patient to their healthcare provider to further address the issue. Agent reviewed role of rep and reviewed doctor could contact current rep if needed. Patient mentioned they still had a card for a rep so would try to call them as well. Patient provided doctor information.

Manufacturer narrative:
Date is approximate. Year is confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.